Event description:
It was observed that during the device evaluation, the rigid videoscope exhibited distal fiber breakage, scratches on distal edge, loose light guide adapter tip and light transmission 15 <18 failed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: distal fiber breakage, scratches on distal edge, loose light guide adapter tip and light transmission 15 <18 failed. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.